Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, after the tissue was sealed and then cut, the device would no longer open. No information was available as to how the device was removed. There was no pt injury.